Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient with severe stenosis of the superficial femoral artery accompanied by thrombosis underwent a thrombectomy and atherectomy procedure, during the procedure when the catheter reached the stenosis in the superficial femoral artery, a sharp noise was heard, so the flushing was immediately stopped. When the catheter was removed again, a dull sound was heard, so the catheter was immediately stopped and removed. After removing the catheter, it was found that the catheter helix was deformed, so the spare mechanical thrombus removal system 80202 was replaced, and the operation was completed successfully.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter abnormal noise. After review of the provided images abnormal noise can not be confirmed. However, on the user provided image it can be seen that the helix of the catheter is stretched therefore, stretch of the helix can be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, conclusion, result) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient with severe stenosis of the superficial femoral artery accompanied by thrombosis underwent a thrombectomy and atherectomy procedure, during the procedure when the catheter reached the stenosis in the superficial femoral artery, a sharp noise was heard, so the flushing was immediately stopped. When the catheter was removed again, a dull sound was heard, so the catheter was immediately stopped and removed. After removing the catheter, it was found that the catheter helix was deformed, so the spare mechanical thrombus removal system 80202 was replaced, and the operation was completed successfully.